Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were using it to monitor a patient. They switched to a back up device after about a 10 minute delay. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed battery pins and was unable to find any issues with them. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were using it to monitor a patient. They switched to a back up device after about a 10 minute delay. There were no reports of any adverse effects to the patient as a result of the reported issue.